Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, introduced sheath and coil were returned. Visual inspection revealed that coil was found inside the introducer and pusher wire was found outside the introducer. The coil was found stuck probably due to the dry blood, the introducer sheath was cut in order to remove the coil. The coil was found stretched, with blood and broken. The broken part of the coil was not returned. The pusher wire was found kinked. Microscopic inspection was done and found that the coil zap tip has no damage and no anomaly was noted with the interlocking arm of the pusher wire. The interlocking arm of the coil was not inspected since the coil was broken. Almost all the dimensions that could be measured were found to be in specification. However, the number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 31-mar-2017. It was reported that the coil failed to deploy. A 12mm x 30cm interlock¿ was selected for use. During procedure, it was noted that the coil could not deploy at the lesion. The procedure was not completed due to this issue. No patient complications were reported and the patient's status was stable without any injury. However, device analysis revealed that the coil was broken and the number of fiber bundles was below the assigned specifications.